Manufacturer narrative:
The reagent lot number was 75320501 with an expiration date of 28-feb-2025. The field service engineer found the sample/reagent probe tube was out of position, the black coating on the sipper probe was removed, the sipper probe was dropping, and the sample/reagent probe voltage was incorrect. The field service engineer corrected the hardware issues. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results from the cobas e411 rack analyzer. The initial result was 9.52 pg/ml. The repeat results were 2.33 pg/ml, 8.28 pg/ml with a data flag, 8.15 pg/ml with a data flag, 8.27 pg/ml with a data flag., and 8.89 pg/ml with a data flag. The result of 2.33 pg/ml was believed to be correct as it was considered compatible with the patient's tsh and ft4 results.

Manufacturer narrative:
It was noted that the liquid level detection (lld) voltage was not within range and there was contamination of the sipper. The investigation determined that the service action resolved the issue.